Event description:
The customer reported that the system locked up while trying to send images to pacs. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The system was rebooted and the files were allowed to rebuild. The sys was then found to be operating as intended.